Event description:
Per information provided: on (B)(6) 2010 ¿ patient was diagnosed with left direct and indirect inguinal hernia thereby underwent open repair with implant of two perfix plug (device 1 and 2). Per operative notes, ¿the indirect left inguinal hernia and another direct left inguinal hernia was reduced. A large perfix plug (device 1) was placed over the indirect direct and medium perfix plug (device 2) was placed over the direct defect.¿ on (B)(6) 2012 ¿ patient had ilioinguinal neuralgia thereby underwent the placement of two percutaneous spinal cord stimulator in left inguinal region.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2009) is considered to be a best estimate. This emdr represents the bard perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.